Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the electrogram clearly showed the patient to be in atrial flutter, however the episode was not being sensed by the device. Reprogramming was done for sensitivity level with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.